Event description:
Patient admitted for replacement of dual chamber ICD to a crt-d secondary to change in therapy. Recent evaluation of dual chamber cardioverter showed evidence of a lead fracture with noise on his lead and acute rise in his pacing threshold. During the procedure, the patient went into v tach as a subpectoral pocket was being created for the icp generator, the new ICD generator was attached and normal pacing function confirmed, but the patient had recurrent v tach. Resuscitation attempted for approximately 40 minutes with no success.